Event description:
It was reported by the customer that after puncturing, the base could not be positioned on the skin surface. It was further reported that during removal of the device from the port body, the base did not move down and the safety mechanism didn't work. There was no reported patient injury. No other information was provided. The customer returned two devices for evaluation. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of inability to advance the safety mechanism for two infusion sets is confirmed. Two 22 ga x 0.75 in safestep safety infusion sets were returned for evaluation. An initial visual observation showed use residues along both returned infusion sets. It was observed that the safety mechanism for sample 1 was engaged. The safety mechanism for sample 2 was not engaged. A slight bend was observed in the needle shaft for sample 1, and a distinct bend was observed in the needle shaft for sample 2. A functional test of attempting to advance the safety mechanism for sample 2 was met with resistance. The effort required to advance the safety mechanism for sample 2 past the bend in the needle caused the safety to pull all the way off the needle. A microscopic observation revealed the needle tip to be unremarkable for both returned devices. Scoring marks were observed along the needle shaft of sample 1. After the safety mechanism was advanced past the bend in the needle, the bend was prominent. Based on the returned samples and analysis of the returned devices, the complaint of difficulty advancing the safety of infusion sets is confirmed and caused by bends in the needle shafts. The presence of use residues suggested that the bends may have occurred during device use. Possible contributions to bending the needle of infusion sets may include insertion techniques or insertion angles of the infusion sets into the patient. H3 other text : evaluation findings are in section h.11.